Manufacturer narrative:
A ge representative evaluated the system and replaced the control panel processor and I/o boards. The system operates as intended.

Event description:
The customer reported that the system displayed a control panel error. This error is generated when the system cannot communicate with the c-arm control panels. This error causes the system to immediately shut down. There is no report of patient injury or death.